Event description:
"Neo synephrine was infusing. I noticed that the roller clamp was completely closed, and the pump was not alarming "downstream occlusion". The drips were dripping in the chamber. IV tubing was baxter clearlink system continu-flo solution set, 2c8537s."